Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer alleged that there is a slight tear on the right side of the back upholstery by the canes.